Manufacturer narrative:
UDI¿s: (B)(4). It is unknown which device is involved in the reported event. (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention may include, but are not limited to neurological damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Per IFU, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patients with concomitant thoracic aortic or thoracoabdominal aneurysms.

Event description:
On (B)(6) 2018, the patient underwent a hybrid endovascular aortic repair to treat a thoracoabdominal aortic aneurysm. Prior to the procedure, the celiac, superior mesenteric, and bilateral renal arteries were surgically bypassed. During the procedure, a conformable gore® tag® thoracic endoprosthesis were placed proximally in the descending thoracic aorta, and three gore® excluder® aaa endoprostheses (rlt351418/17641249, pla360400/17388944 and plc141400/17180405) were placed distally in the abdominal aorta and common iliac arteries. A procedural angiograph reportedly revealed a proximal type I endoleak. The physician implanted an additional conformable gore® tag® device approximately 3cm above the proximal thoracic endoprosthesis, and the endoleak was resolved. The procedure was concluded without any further reported complications. The patient tolerated the procedure. On either post-operative day 2 or 3, the patient reportedly developed numbness in both lower extremities. According to the report, the physician did not learn of the patient¿s numbness until the following day, at which time the patient had paralysis from level t-10 through both legs. The physician will continue to monitor the patient.